Manufacturer narrative:
Product analysis: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 63.3 cm from the connector pin. The initial reported event of inappropriate shocks and fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven inappropriate shocks, and the lead exhibited an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.